Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 15mmx3.50mm nc quantum apex¿ balloon catheter was selected for use. However, when the device was taken out from the package, it was noted that the hypotube snapped in half. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 44cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities to the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mmx3.50mm nc quantum apex balloon catheter was selected for use. However, when the device was taken out from the package, it was noted that the hypotube snapped in half. No patient complications were reported.